Manufacturer narrative:
Evaluation of the returned pod6 confirmed a detached embolization coil. Further evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly and the pull wire was in its initial position within the pusher assembly distal detachment tip (ddt). If the pod coil is forcefully retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire, allowing the embolization coil to detach. Further evaluation also revealed pusher assembly bends on its proximal end. This damage was likely incidental to the reported complaint. Evaluation of the returned lantern revealed a kink on the mid-shaft. The root cause of this damage could not be determined; however, this damage may have contributed to resistance during the procedure. During functional testing, resistance was experienced while attempting to advance a demonstration pod coil through the lantern due to the kink and the pod coil could not advance any further. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00709, 3005168196-2021-00710

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using pod coils and lantern delivery microcatheters (lanterns). During the procedure, a pod coil would not advance through the lantern, and the physician noticed that there was a kink at the distal end of the lantern. Therefore, the pod coil and lantern were removed. The physician continued the procedure using a new lantern and the same pod coil. Once the pod coil reached the rotating hemostasis valve (rhv), the pod coil would not advance further. It was reported the pod coil had been advanced and retracted a few times but the issue did not resolve. Subsequently, the physician removed the pod coil and visually inspected it. While re-advancing the pod coil into the lantern, the pod coil unintentionally detached inside the lantern. Therefore, the lantern containing the detached pod coil was removed. The procedure was completed using a new pod coil and third lantern. There was no report of an adverse effect to the patient.